Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 4.8 inr and the result from the laboratory using a stago analyzer was 3.6 inr. The therapeutic range was 2-2.5 inr.